Manufacturer narrative:
D2b pro code (product code): fge, lit. G4 premarket / 510(k) #: k103751, k110122, k141521.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 200, 135cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before reaching the nominal pressure. The balloon was removed successfully, and there were no fragments left inside the patient. The procedure was completed using an alternative device. No complications were reported.